Manufacturer narrative:
Abbott field svc was dispatched to resolve the customer issue. Svc cleaned the architect c8000 sys cuvettes. Further communication with the customer indicated that the issue was resolved after svc cleaned the cuvettes and that no add'l occurrences of the issue were observed. Field svc was able to determine the cause of the erratic results during a site visit. Dirty cuvettes were cleaned by svc. Dirty cuvettes are listed as a potential cause of erratic/aberrant results in the architect operations manual. Review of the applicable architect labeling determined that current labeling adequately addresses the customer issue. This is the final report.

Event description:
The account generated an initial architect c8000 magnesium result of 7.2 meq/l on a pt sample that retested at 1.8 meq/l on the same architect c8000 analyzer and on a different architect c8000 analyzer. The initial result was not reported out of the lab. No impact to pt mgmt was reported.